Event description:
Reporter alleged the customer obtained the results of 285 mg/dl, 391 mg/dl and 166 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a esophagectomy, the active blade was broken. Another instrument was used to complete the procedure with no pt consequence.